Event description:
Reporter stated that pt obtained results of 23.6 mmol/l, 13.8 mmol/l, and 9.8 mmol/l, within 3 minutes, on the accu-chek mobile system. No adverse event associated with the alleged malfunction was reported. The MFR requested the return of the suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B) (6).